Event description:
A caller reported a malfunction on the pump, identified by the malfunction code "malf 3," and confirmed that no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support (cts) arranged to send a replacement pump and guided the caller in placing the faulty pump into storage mode before returning it. The caller acknowledged the instructions and confirmed the backup use of mdi to maintain insulin delivery.